Event description:
A report of the patient's precision system explanted was received. No further information is available.

Manufacturer narrative:
The explanted device will not be evaluated, as it is assumed it was discarded by the medical facility.